Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the manufacturing lot. The initial reporting stated the product was not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported event; however, provided information suggests the size device inserted at primary surgery did not achieve the desired stability. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.

Event description:
Patient was revised to address spinout of the tibial insert.